Manufacturer narrative:
This product is registered as a combination product. The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
During the implant procedure, high capture threshold and high pacing impedance were noted on the right ventricular (rv) lead. The rv lead was explanted and replaced to resolve the event. The patient was stable with no consequences.

Manufacturer narrative:
The reported event of high pacing lead impedance was not confirmed but high capture threshold was confirmed. As received, a complete lead was returned in one piece. Visual inspection found the outer insulation twisted at the lead body. X-ray examination found over-torque of the inner coil at the connector region. Electrical testing did not find any indication of conductor fractures, but hi-pot test failed due to over-torque of inner coil in the connector region. The cause of inadequate capture threshold is due to over-torque of the inner coil in the connector region which is consistent with procedural damage.